Event description:
Patient reported "great concerns over current allergan implants, swelling, pain and tremendous change in one breast, scared/potentially treated as an alcl patient as a result of the implants/symptoms, and rupture." Healthcare professional later reported "concerned about sudden swelling and pain on right, infection, and rupture." The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: although the lot number of the device is unable to be confirmed as a legible photo of the device patch was not provided, visual analysis of the photographs was performed identified rupture and encapsulation. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "great concerns over current allergan implants, swelling, pain and tremendous change in one breast, scared/potentially treated as an alcl patient as a result of the implants/symptoms, and rupture." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "great concerns over current allergan implants, swelling, pain and tremendous change in one breast, scared/potentially treated as an alcl patient as a result of the implants/symptoms, and rupture." Healthcare professional later reported "concerned about sudden swelling and pain on right, infection, and rupture." The device has been removed.